Manufacturer narrative:
No medwatch form was received. Final analysis found a penetration on the battery boot. Analysis of fragments together with measurements obtained indicated a shunt between the battery and pacemaker capsule.

Event description:
It was reported that one hour post implant, the pulse generator exhibited battery voltage and impedance measurement anomalies. The device was explanted and replaced.